Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller added that the last time the patient went to the bathroom was on (B)(6) 2019. Family member said the patient turned their ins off on (B)(6) 2019. Prior to turning the device off, the patient knew they had to go to the bathroom or should be going to the bathroom, but wasn't able to go (not related to device/therapy). The patient had to give themselves a water enema, but nothing was working. Caller said the healthcare provider (hcp) took x-rays and made sure the ins didn't move or anything. Caller said the patient was on program 1, but switched to program 2 and set stimulation to 1.1v because they had been having a couple accidents. The caller noted the ins has been a god sent for the patient's irritable bowel syndrome (family member noted the patient would defecate without noticing; the ins has given the patient 80% of their life back). The consumer said the device would tell the patient when they had to go to the bathroom. Family member noted the patient wasn't completely cured and had still had to give themselves enemas from time to time, but now they were all backed up again. The caller noted a g-tube was placed and the patient can't go to the bathroom (not related to device/therapy). Family member noted the general surgeon says "don't put the implant back on" but the patient's back healthcare provider (hcp) is saying to put the ins back on. Surgeon was saying that he didn't think stimulator would help get everything going because the ins was for telling the patient when they had to go to the bathroom and to "stop" the patient from going to the bathroom. The surgeon said the patient could be backed up from the back surgery, from pain medications the patient was taking, and from not moving around much. The call center reviewed indications information for bowel control (fecal incontinence), but patients do have the device to help normalize bowel function/prevent accidents. The family member then said the catheter was placed (because of the surgery; not related to device/therapy) and asked if the ins would affect the catheter; information was reviewed. The caller wasn't with the patient, but noted the ins was off. As a result of what was reported, the surgeon can be directed to the patient's managing hcp regarding the situation above. No device issue was reported and no further patient complications have been reported as a result of this event.